Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of occlusion alarm could are confirmed. Visual and functional testing was performed.reported problem confirmed with eventlogs history.review of service history found no service within the last 12 months the probable cause of the reported problem unknown.all functional test of the device passed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a downstream occlusion. The event occurred while in use with patient. There was patient involvement and no patient harm.